Event description:
A (B)(6) male with no iliac occlusive disease nor tortuosity (right of left) as mid calcification on both the right and the left, underwent evar on (B)(6) 2013. The physician placed a flex main body and two iliac leg grafts with spiral z technology. The physician performed right and left angioplasty in the native vessel after the procedure due to external compression. He also placed a left covered iliac stent in the native vessel after the procedure due to external compression. There was no external compression noted at the end of the procedure, none in the follow up visit either.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.